Manufacturer narrative:
(B)(6). Estimated date of event - exact date not reported. (B)(4). Evaluation summary: the device was returned for analysis without providing any further details. Device analysis revealed a link break. A failure to achieve hemostasis would have occurred requiring an alternative method to achieve hemostasis. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
Three perclose proglide devices were returned abbott vascular with no reported information. Abbott vascular evaluation of the first returned device revealed a broken foot. Evaluation of the second device revealed the suture was returned partially exposed from the guide tube. The pre-tied knot was unraveled. The posterior needle tip was ejected from the shank and was engaged with the posterior cuff. The link was separated at the swage end of the posterior cuff. Evaluation of the third device revealed the suture was returned partially exposed from the guide tube. The pre-tied knot was unraveled. The posterior needle tip was ejected from the shank and was undisturbed. The link was separated at the swage end of the posterior cuff. Evaluation concluded that these devices could not have achieved hemostasis and would have required an alternative method of achieving hemostasis. The facility was contacted and no information could be provided as the devices and incident could not be recalled.

Manufacturer narrative:
(B)(4).

Event description:
Correction to the second and third proglide device analysis findings: evaluation of the second device revealed the suture was returned partially exposed from the guide tube. The pre-tied knot was unraveled. The posterior needle tip was ejected from the shank and was undisturbed. The observed posterior needle tip remaining undisturbed/showing no indication of engagement with the posterior cuff is suggestive a posterior cuff miss likely occurred. Evaluation of the third device revealed the suture was returned partially exposed from the guide tube. The pre-tied knot was unraveled. The posterior needle tip was ejected from the shank and was engaged with the posterior cuff. The link was separated at the swage end of the posterior cuff.